Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for analysis. The shaft was microscopically examined. The device showed a separation on the nickel shaft. Which was noted 45 cm from the strain relief. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that the catheter broke. A direxion hi-flo fathom-16 system was selected for use. During procedure, it was noted that the catheter broke in half at the halfway point when the touhy attached to the non bsc catheter was tightened. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was good.